Manufacturer narrative:
The event date is approximate. The issue is reported to be with the accessory c3 premium brush head of the philips sonicare power toothbrush system. The product serial numbers or manufacturing numbers were not provided. The complaint was received from a consumer in (B)(6). Manufacture date not provided or identifiable.

Event description:
A consumer reported that their c3 brush head fell in mouth and bristles fell in mouth. No injuries were reported. A potential choking hazard was identified.

Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred. H3 other text: product not returned to manufacturer.